Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) exhibited left ventricular (lv) impedance measurements of greater than 2000 ohms. Threshold measurements were stable. The lead was tested which revealed stable impedance measurements less than 2000 ohms. No adverse patient effects were reported. The device remains in service.